Manufacturer narrative:
(B)(4). The site has indicated that they are satisfied that the issue is with the (B)(4) reusable monopolar cord (a non-covidien product), and the generator was not damaged and will not be returned for further eval.

Event description:
The medwatch states: monopolar sgt cord caught fire while attached to sgt j hook. Flame contained to cord itself. No harm to pt. Pt was hooked up to bovie machine (valleylab force fx esu). Bovie machine and cord were removed from service. Thought to be a faulty reusable monopolar cord (supplied by (B)(4)). With reusable cords, we were conducting visual inspections only. Broken cord insulation as not visible to naked eye and insulation caught fire. (B)(4) has since removed all reusable cords from the operating room and replaced them with single use cords. Incident took place at the end of the cord closest to user, not at the end closest to the bovie machine. Therefore, no damage to bovie machine was done.